Event description:
As reported by the edwards field clinical specialist (fcs), during the transapical transcatheter heart valve (tavr) procedure, the delivery device was noted to be defective. No patient impact.

Manufacturer narrative:
This event was reported in error. Upon clarification with the edwards clinical specialist, it was confirmed that this device was not defective. The patient in this case had a stroke one day post procedure. This was reported under mfgr.#. 2015691-2012-18789.

Manufacturer narrative:
Investigation is ongoing.